Event description:
It was reported that the customer had a button error on the insulin pump even. It was also reported that there was a crack on the right side of the display. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were found on the keypad. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, cracked belt clip slot, minor scratches on the display window, scratched reservoir tube window and a cracked display window.